Event description:
Rptr underwent a 2 level bilateral posterior interbody fusion with pedicle screws, titanium mesh cages and bone grafts at l4-5 and l5-s1 with bilateral pedicle screws at l4, l5, and s1. The right screw at l4 was not properly centered and cut out of the pedicle and rested across the nerve root at l3-4 during the first surgery 8/20/93. Second surgery on 8/26/93, found screw loose and bolt cutters were used to remove rod assembly. Rod, screw and bone fell out easily. Noted lateral pedicle wall fracture. Third surgery on 9/4/93 was to debride and install continual irrigation for infected lumbar wound with most severe infection found over the iliac crest donor bone site. Post-op x-ray shows l5 screws are at or near the anterior cortex of l5 and at s1; they both pierce the anterior cortex.